Event description:
The procedure was contralateral cfa access for in-stent restenosis. During atherectomy, the turbohawk device refused to advance. The physician tried to back the device up and noticed that it had trapped the covered stent between the turbohawk cutter and window. After several attempts to dislodge the debris, antegrade access was obtained and the vessel was rewired around and distal to the turbohawk. A 6mm x 20mm pta balloon was inflated distally to anchor the stent, and the turbohawk was removed. Sub optimal atherectomy resulted but all devices were removed without injury to the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.